Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent was not fully expanded post deployment. A 18 x 60 mm x 75 cm wallstent-uni¿ endoprosthesis self expanding stent was use to treat a lesion located in the distal area of superior vena cava. Post deployment it was noted that the stent was not fully expanded . A 12 mm mustang balloon catheter was the used for post dilation of the stent however despite multiple dilations the wallstent-uni¿ endoprosthesis remained not fully expanded. No patient complications were reported and the patient's condition was stable post procedure.